Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage inside of the battery tube and on the motor and force sensor. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump case had crack and battery was leaked. The customer¿s blood glucose was unknown. No further info provided. The insulin pump will be returned for analysis.